Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's pneumatic tap area, remove any misplaced o-ring, and ensure the cartridge was properly attached. The customer was able to proceed with the cartridge loading process and would call back if further assistance was necessary.